Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she underwent dye test having result total bilateral occlusion. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced hypothyroidism ("autoimmune disorder: hypothyroidism"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss"), migraine ("migraines /headaches"), rash ("rashes or skin conditions"), anxiety ("other injuries or complications: distress"), abdominal distension ("bloating"), epigastric discomfort ("sensitive to touch stomach") and complication of device removal ("she had complications from essure removal procedure") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2018, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, hypersensitivity, hypothyroidism, dysmenorrhoea, alopecia, hormone level abnormal, migraine, rash, weight increased, anxiety, abdominal distension, epigastric discomfort and complication of device removal outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, complication of device removal, dysmenorrhoea, epigastric discomfort, hormone level abnormal, hypersensitivity, hypothyroidism, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on an unknown date: two segments of fallopian tube with no significant abnormality. Two essure device identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, autoimmune disorder: hypothyroidism, dysmenorrhea, hair loss, hormonal changes, migraines /headaches, pain, rashes or skin conditions, salpingectomy (bilateral), weight gain. Other injuries or complications: distress" were added. Lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cystocele and appendicitis. Concomitant products included ibuprofen (iburofen). On (B)(6)2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced autoimmune hypothyroidism ("autoimmune disorder: hypothyroidism") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), alopecia ("hair loss") and urticaria ("rashes or skin conditions: hives swollen"). In (B)(6) 2015, the patient experienced migraine ("migraines /headaches") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), anxiety ("other injuries or complications: distress"), abdominal tenderness ("sensitive to touch stomach") and complication of device removal ("she had complications from essure removal procedure") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((B)(6)2018, bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal distension and abdominal tenderness had resolved and the vaginal haemorrhage, menorrhagia, hypersensitivity, autoimmune hypothyroidism, dysmenorrhoea, alopecia, hormone level abnormal, migraine, urticaria, weight increased, anxiety and complication of device removal outcome was unknown. The reporter considered abdominal distension, abdominal tenderness, alopecia, anxiety, autoimmune hypothyroidism, complication of device removal, dysmenorrhoea, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6)2013 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in(B)(6)2013: total bilateral occlusion implantation was successful. Pathology test - on an unknown date: two segments of fallopian tube with no significant abnormality two essure device identified. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-mar-2020: pfs recieved. Event rashes updated to hives. Concomitant conditions, drugs added. Lab data and outcome fo events were added. Onset dates for events updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cystocele and appendicitis. Concomitant products included ibuprofen (iburofen). On (B)(6) -2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced autoimmune hypothyroidism ("autoimmune disorder: hypothyroidism") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), alopecia ("hair loss") and urticaria ("rashes or skin conditions: hives swollen"). In (B)(6) 2015, the patient experienced migraine ("migraines /headaches") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), anxiety ("other injuries or complications: distress"), abdominal tenderness ("sensitive to touch stomach") and complication of device removal ("she had complications from essure removal procedure") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((B)(6) 2018, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal distension and abdominal tenderness had resolved and the vaginal haemorrhage, menorrhagia, hypersensitivity, autoimmune hypothyroidism, dysmenorrhoea, alopecia, hormone level abnormal, migraine, urticaria, weight increased, anxiety and complication of device removal outcome was unknown. The reporter considered abdominal distension, abdominal tenderness, alopecia, anxiety, autoimmune hypothyroidism, complication of device removal, dysmenorrhoea, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion implantation was successful. Pathology test - on an unknown date: two segments of fallopian tube with no significant abnormality two essure device identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cystocele and appendicitis. Concomitant products included docusate sodium from (B)(6) 2012, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) since (B)(6) 2012, ibuprofen (iburofen) since 2012, levothyroxine since (B)(6) 2013 and minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced autoimmune hypothyroidism ("autoimmune disorder: hypothyroidism") and dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss") and urticaria ("rashes or skin conditions: hives swollen"). In (B)(6) 2015, the patient experienced migraine ("migraines /headaches") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), anxiety ("other injuries or complications: distress"), abdominal tenderness ("sensitive to touch stomach"), complication of device removal ("she had complications from essure removal procedure"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)") and genital haemorrhage ("gen. Abnorm. Bleed") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((B)(6) 2018, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal distension and abdominal tenderness had resolved and the vaginal haemorrhage, menorrhagia, hypersensitivity, autoimmune hypothyroidism, dysmenorrhoea, alopecia, hormone level abnormal, migraine, urticaria, weight increased, anxiety, complication of device removal, dyspareunia, abdominal pain, metrorrhagia and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal tenderness, alopecia, anxiety, autoimmune hypothyroidism, complication of device removal, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2013, (B)(6) 985 plaintiff received treatment for abnormal bleeding(vaginal, menorrhagia), pain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion implantation was successful. Pathology test - on an unknown date: two segments of fallopian tube with no significant abnormality two essure device identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: fu 8 & 9 were processed together. Pif received. Reporters information added. Events added: dyspareunia (painful sexual intercourse), abdominal pain, metrorhagia (bleeding between periods), gen. Abnorm. Bleed. On 16-apr-2021: fu 8 & 9 were processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.